Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ xc in the cheek/midface and juvéderm® vollure¿ xc in the nasolabial folds. The patient later had cancer for which they were treated with chemotherapy. Towards the end of 2022, patient developed delayed onset nodules all over the face that were red and swollen. The masses were noted to be palpable without inflammation and bilaterally affecting the injected areas. The hcp diagnosed the nodules as foreign body granulomas and believes the patient's immunocompromised state exacerbated the adverse event and contributed to the formation of the nodules. Treatment for the nodules began (B)(6) 2023 and hyaluronidase and dexamethasone injections and oral doxycycline. There was a follow up appointment about two months after initiating treatment that noted "little to no improvement". Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00406 (allergan complaint #pr 2777916 ). This MDR is being submitted for the suspect product, juvéderm vollure¿ xc.